Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic representative reported via official documentation that the customer's blood glucose went as high as 393 mg/dl due to air bubbles in the reservoir. The bubbles appeared two days after insertion. The customer did not develop ketones. No products were returned for analysis at this time.